Event description:
It was reported that the device shifted upon release. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa if the patient and release criteria was being checked. When the physician pulled back on the system, the device abruptly released from the core wire and moved more proximal then the initial deployment. The release criteria was still being met where the device was located in the laa. The patient and the device were monitored for 20 minutes with no further changes. The patient had a CT scan a few days later and everything looked acceptable. The patient experienced no complications as a result of this event and they were discharged from the hospital doing fine.